Event description:
It was reported the pt was no longer receiving stimulation. The pt's ipg was explanted and replaced with a new ipg. The pt is receiving effective stimulation from her new device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.